Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See updates to d4, h4, h6 and h10. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon, ¿image interruption¿, occurred due to wear of the video connector socket. The phenomenon, ¿failure to connect due to broken output jacket¿, was determined to have occurred due to excessive handling stress. The causes of the failures were not specified because no further information was available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A marking issue was noted during the evaluation. Additionally, as noted in b5, the image was intermittent due to a worn-out video connector socket. The output socket was also found damaged and was compromising that connection point. The power switch, the top cover, and the water container holder all had physical damage noted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus video system center due to an unspecified marking issue. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the unit was presenting an intermittent image. This report is being submitted to capture the intermittent image found during the device evaluation.